Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button was unresponsive. The audio bolus button slug was found to be missing. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2014 with the following findings: the audio bolus button cover was fully intact; no damage was observed. During testing, the audio bolus button was found to be unresponsive. The audio bolus button cover was removed and the bolus button slug was missing. Unrelated to the complaint, evaluation revealed that the internal clock battery on the printed circuit board was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).